Event description:
It was reported that the patient was experiencing discomfort with the original placement of the ipg. The patient underwent a revision procedure wherein the ipg was replaced and was relocated. The patient was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
Sc-1160 (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing discomfort with the original placement of the ipg. The patient underwent a revision procedure wherein the ipg was replaced and was relocated. The patient was doing well postoperatively. The explanted ipg will be returned.